Event description:
It was reported that the farawave pulsed field ablation catheter experienced difficult to undeploy and difficult to withdraw. During a procedure to treat paroxysmal atrial fibrillation (paf), the farawave catheter was selected for use. The physician had difficulty advancing the sheath across transseptal puncture. The catheter was prepped and tested on the back table without issue. The catheter was advanced into the left pulmonary veins and ablated without incident. Then, direct approach to right superior pulmonary vein (rspv) was performed. Flower applications and initial 2 basket ablations were successful. Upon basket rotation, splines became bunched. The catheter was withdrawn into sheath to attempt recovery, redeployed and spline inversion was noted. Physician deployed to flower and device petals overlapped. At this point, device undeployed and withdrawn with some difficulty. Finally, the catheter was replaced, and the issue was resolved. The procedure was completed successfully without any patient complications. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection was performed and found no abnormalities. The catheter underwent functional testing, and a guidewire was successfully inserted through the catheter. Deployment was tested multiple times; the catheter was deployed into a basket configuration and flower configuration with no unusual resistance noted. Therefore, the catheter was deployed to basket configuration, and an external force was applied to each spline to see if the splines would invert and some of the splines inverted easily. The spline cage of the catheter was examined on the microscope to look for anything that might lead to spline inversion, but no anomaly was observed. Boston scientific laboratory analysis was not able to confirm the complaint allegations of difficult to undeploy and difficult to withdraw as the catheter was tested for deployment multiple times and passed functional testing. The complaint allegations of spline bunching and spline inversion were confirmed through lab analysis. The catheter was deployed to basket configuration, and an external force was applied to each spline to see if they would invert and some of the splines inverted easily.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was difficult to undeploy and to withdraw. During a procedure to treat paroxysmal atrial fibrillation (paf) the farawave catheter was selected for use. Physician had difficulty advancing sheath across transseptal puncture. Catheter was prepped and tested on back table without issue and was advanced into body and left pulmonary veins ablated without incident. Then, direct approach to right superior pulmonary vein (rspv) was performed. Flower applications and initial 2 basket ablations were successful. Upon basket rotation, splines became bunched. The catheter was withdrawn into sheath to attempt recovery, redeployed and spline inversion was noted. Physician deployed to flower and device petals overlapped. At this point, device undeployed and withdrawn with some difficulty. Finally, the catheter was replaced and the issue was resolved. The procedure was completed successfully without any patient complications. The device is expected to be returned.